Event description:
It was reported the superior vena cava coil was distorted during implant due to a tight turn at the subclavian junction. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defibrillation conductor was distorted. Visual analysis noted the lead was damaged at implant.